Manufacturer narrative:
Event date estimated to first day of month in which the event was reported, as no event date was given. Device implant date estimated to first day of month in which the event was reported, as no implant date was given.

Event description:
It was reported that the stent shortened after deployment. A 5x120x130mm innova stent was selected for use for an angioplasty procedure in the superficial femoral artery (sfa) in the upper leg. After the stent was implanted, the stent was noted to shorten from 120mm to 90mm after implanting. The patient's condition following the procedure was reported as stable. There were no patient complications reported.

Manufacturer narrative:
Updated fields: adverse event/product problem, outcomes attributed to adverse event, event date, event description, lot number, expiration date, UDI, implant date, concomitant product, type of event, manufacture date.

Event description:
It was reported that the stent shortened after deployment. A 5x120x130mm innova stent was selected for use for an angioplasty procedure in the superficial femoral artery (sfa) in the upper leg. After the stent was implanted, the stent was noted to shorten from 120mm to 90mm after implanting. The patient's condition following the procedure was reported as stable. There were no patient complications reported. It was further reported that the target lesion was not tortuous, but was 100% stenosed and partially calcified. There were no difficulties with deployment during the procedure. The stent was found to be shortened via a re-measurement software. There were no stent struts deformed, and the stent was fully deployed and apposed to the vessel walls. On (B)(6) 2018, an additional stent was placed in the stenotic vessel to cover rest of the intended lesion.